Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise oversensing on the right atrial (ra) lead, as well as pacing impedance measurements out of range on the right ventricular (rv) lead. Both the ra and rv leads are not a boston scientific product. It was also suspected that the right ventricular (rv) lead exhibited spring contact issues and the right atrial (ra) lead insulation issues. This device remains in service. No adverse patient effects were reported.